Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only such occurrence for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 21 reports, regarding 24 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised: to re-attach the syringe to the luer connector at the end of the pilot balloon; fully aspirate the air from the intrauterine balloon to deflate. This will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the thumbscrew counter-clockwise (anti-clockwise) and retract to the handle. Swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Fully retract the vaginal cup to the handle. Carefully remove the device from the vagina. Do not use excessive force to avoid traumatizing the vaginal canal. Upon removing vcare, the surgeon should visually inspect the vcare device, and the patient, to make sure that the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the 60-6085-201a, vcare 200a ¿ medium was being used in a robotic total laparoscopic hysterectomy on (B)(6) 2024 and during the procedure, the ¿vcare fell apart, handle and cuff broke apart. Green cup fell into patient when device broke and was then removed¿. Further assessment confirmed the device became detached and was removed from the surgical site. The procedure was completed with the use of an alternate same device. There was no injury, medical/surgical intervention or extended hospital stay required. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.